Event description:
It was reported that a device was used during a pd and b-1. The device was difficult to fire but fired formed staples and completely cut the tissue. Blood found in drainage next post operative day. Pt returned to surgery and anastomosis was reinforced. The staple line was intact. Pt developed respiratory insufficiency, hepatonecrosis and expired 6th post operative day.